Event description:
It was reported that the indirect decompression (ID) spindle cap broke during the implant procedure. The physician encountered resistance upon deployment of the ID spacer in the spinous process and used excessive force during sagittal wiggle application, causing the ID spacer to fail. The physician removed the damaged ID implant, confirmed no pieces were left behind and completed the procedure using another ID spacer of the same model. The ID spacer was retained by the facility and will not return for analysis.